Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty power supply unit, ignitor, and main lamp. The root cause of why the power supply unit, ignitor, and main lamp failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, power supply damage was noted. As a result, the circuit was not supplied appropriately. In addition, the ignitor damage and a non-olympus burnt xenon lamp were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii xenon light source lamp command board does not initialize. During a standard service inspection of the customer returned device, power supply unit failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.